Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse found that the munsell mask metal was exposed. The fse replaced the strip reader module (srm) and updated the srm firmware to resolve the reported problem. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca failing bilirubin, false negative issues on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.